Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported that patient was injected with 1 cc of juvéderm® voluma¿ xc into j3 bilateral marionette lines, 1 cc of juvéderm® volux¿ xc into jw2 jawline mandibular ramus and prejowl sulci and 0.25 cc of juvéderm® volbella¿ xc into j2 marionette lines and oral commissure. About 3 weeks later, the patient experienced a not device related sinus infection which led to discoloration. Six weeks post injections, patient experienced redness, tenderness and induration in both mandibular ramus. Hcp treated patient with a medrol dose pack and zithromax pack. One week later, symptoms continues in the bilateral mandibular ramus with increased redness and tenderness. The patient was prescribed a doxycycline, and a culture was taken from a needle aspiration of white thick fluid. Four days later, symptoms worsened and hcp prescribed clindamycin. Five days later, culture results returned negative for anaerobic and aerobic bacteria. The hcp then prescribed methylprednisolone 48 mg taper over 7 days. A day later, patient received kenalog 10(0.3 mg) + hylenex (30 units) in the bilateral mandibular ramus and left prejowl sulci. A hypodermic needle puncture(18g) was performed and thick white fluid was expressed. Four days later, another needle puncture(18g) was performed draining white thick fluid. Two days later, the steroid taper dose was completed but the right marionette area worsened with redness and spreading swelling. The patient received kenalog 10 + hylenex 30 units in the right marionette, right mandibular ramus, and prejowl sulci. Another needle puncture (18g) was performed, expressing more white thick fluid. A week later, the right marionette are continued to worsen. The patient received additional kenalog 10 (0.3 mg) + hylenex (30 units) in the right marionette bilateral mandibular ramus. The prejowl sulci appeared flat, but the left oral commissure was red. Another week later, the right mandibular ramus showed signed of steroid atrophy, telangiectasias, and palpable fluctuance. The right marionette areas was more inflamed and tender. The left mandibular ramus and left prejowl sulci developed indurations while the left oral commissure remained unchanged. One day later, an I&d procedure was performed on the bilateral mandibular ramus and two areas of the right marionette. Repeat cultures and pathology testes were done which noted foreign body reaction and granulomatous inflammation. The right marionette area reveled hyaluronic acid. Five days later, the patient received hylenex, kenalog, and oral steroids. Patient concomitantly taking prilosec for gerd. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4)) and (B)(6) (emdr-(B)(4)). This emdr is being submitted for the suspect product, juvéderm® voluma® xc.